Event description:
Ocd rep contacting cts to report of a false negative reaction with a sample known to contain anti-m in the plasma against cell#1, cell#9 and cell#7. Manual gel testing of cell#1, 7 and 9 all yielded a 1+ reaction. (B)(4).

Manufacturer narrative:
The ocd rep provided cts with a summary of the complaint and images off of the provue and vision. After reviewing the images from the provue, although cell #9 repeat testing was negative, there is clear reactivity in the column. The original test shows more reaction than the repeat, however repeat does not have a flat button. (Cell 9 is homozygous for anti-m). For cell 7, provue obtained a "?" For the original testing and repeat. Described testing is being performed in support of the vision method comparison validation testing for the (B)(4) resolve panel a. A definitive root cause was not identified. No incorrect or erroneous results have been reported as a result of the reported concern.